Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the physician stated that the laser does not produce the photocoagulation effect, even when the power is increased. The physician started the laser application and noticed that the effect was not appearing, and the laser treatment could not be completed. There was no harm to the patient reported.